Manufacturer narrative:
This report is being filed on an international list 8l44, that has a similar product distributed in the u.s., list number 6l22. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a (B)(6) result (0.4 s/co) on a patient who generated (B)(6) results. The patient also tested (B)(6) and (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends identified for the complaint issue. To evaluate the analytical sensitivity a retained kit of the architect anti hbc ii, lot number 52184li00 was tested in a sensitivity set-up across three instruments. All specifications were met and no (B)(6) results were obtained. In addition the clinical sensitivity was evaluated by testing one commercially available seroconversion panel. The seroconversion panel results were compared with historical data from architect anti-hbc ii and the complaint lot detected the same bleeds as reactive for the seroconversion panel members. Based on these data it was shown that the sensitivity performance of the lot is not adversely affected. A review of the product labeling concluded that the issue is sufficiently addressed. Based on this data, the product is performing as intended and no product issues were identified.